Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that battery and the pump felt hot to touch. Reportedly, while the patient was asleep the pump alarmed with a low battery and the pump temperature was hot at that time. The reporter stated that a lithium battery that came with the pump at time of sale was used and that the battery had been inside the pump for over 3 weeks. Reportedly, there was no evidence of moisture or corrosion in the pump, no damage to the battery cap or battery compartment and no environmental influences that could affect the pump temperature to rise. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the black box review showed a drastic voltage drop on 01/19/2014 from 1.44vp to 1.36vp leading to a low battery warning. The pump was primed and exercised with no alarms or overheating events duplicated. Current draws were within specifications. There was no intermittent condition to the power circuit observed. The device performed within specifications when tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.